Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02923. It was reported the patient lost effective stimulation on the pns system. Images taken revealed the leads had migrated. The patient underwent surgery on (B)(6) 2016 where the leads were explanted and replaced. The patient's issue was resolved and the patient reportedly receives effective stimulation.